Event description:
The patient reported that they had a return of pain on their left back and leg approximately 2 weeks prior to the report. The patient has taken three falls this year. The most recent fall was approximately 2 months prior to the report. The manufacturer representative measured impedances on 2021-nov-10, and high out of range impedances with values greater than 40,000 ohms were confirmed on electrodes 0-7. Electrodes 8-15 had values between 1560 and 2070 ohms. Reprogramming was performed on 2021-nov-10 to see if the reprogramming will provide good pain relief. The electrodes 8-15 provide very little tingle on the left side of the patient's body. The physician noted that they would get x-rays and see if the reprogramming provide better pain relief bilaterally. Surgical intervention was not performed; however, it is unknown at this time if it will be planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller was showing oor/settings not available. The patient stated they even tried decreasing the intensity to 1.3ma and the message is still showing. The patient stated that the ins is currently 60% charged. Patient services (ps) tried walking caller through changing to a different group but caller only has group a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services instructed caller to charge ins to 100% and if the message still does not clear, to follow up with hcp/mdt rep. No symptoms were reported. Additional information was received from a patient via a manufacturer representative (rep). It was reported that the patient was unable to obtain settings starting approximately one week ago. No factors were known to have led or contributed to the issue. The rep checked impedances today and found that electrodes 1,3,6, and 7 should be avoided due to high impedances (reading showed do not use 40,000 ohms). The reprogramming avoiding the above mentioned electrodes provided the patient with great coverage. The issue resolved.